Manufacturer narrative:
The logbook has been evaluated and the alarm functionality of the concerned device has been tested. On (B)(6) 2015 at 9:12 am the technical fault "poti" o2 unplugged" was logged. The root cause of the fault is an oxide layer which can develop on the contacts of the potentiometer after prolonged non-use. This layer results in a brief loss of the electrical contact, whereupon the technical error message is generated. If this error occurs ventilation stops as reported. The occurrence of a technical fault is accompanied by a visual and audible alarm. When pressing the button "alarm reset" as a response to the technical error message the unit switches directly to the "customer service mode". The investigation of the device shows that the alarm loudspeaker and the alarm led are working without any problem. The oxylog 3000 has react to a technical fault as specified. The results of the investigation reveal that the device generated a visual and audible alarm. The new software version v1.22 includes measures to reduce the occurrence probability of error "poti unplugged".

Event description:
It was reported that the device switches to "customer service mode number 1" while in use, the patient is not ventilated and the device does not generate an alarm. Furthermore it was reported that the device passes the self-test after being switched off and on and works without any problems. No health consequences for the patient have been reported.